Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to insulin flow blocked leading to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. The length of hospitalization was for less than 24 hours. The ketone value was found to be 2 mmol/l. No further information available.